Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2013, a (B)(6) y/o, f patient with a bmi of 27.3 underwent implantation of a insert tib 2 13mm knee post stab cnstrn, serial # (B)(4). On (B)(6) 2018, approximately 56 months post implant, the patient underwent revision due to aseptic loosening.

Manufacturer narrative:
After further review of additional information received the following sections d4, g3, g4, g5, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation.